Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they had not had the implant removed yet. The patient was trying to establish care with a new doctor and wanted a manufacturer representative at the appointment.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for non-malignant pain. It was reported that the stimulator stopped working between 2014 and 2015 because the patient was not able to keep it charged. The patient wanted the ins to be removed but didn¿t have a managing doctor.